Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer generated an error while trying to have updated software installed, therefore the mother board was replaced and the software reloaded, which cleared the error. Analysis also found a loose electrocardiogram and therefore the link electronic module was to be returned to the manufacturer for repair. Product ID 2067 radio frequency programmer head.

Event description:
It was reported that while installing new software onto the programmer it generated an error. Technical services asked the caller to remove the universal serial bus (usb) and cycle the power, but the error came back so the programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.